Event description:
A surgeon reported that an intraocular lens (iol) was noted to be opaque following iol implant surgery. In a follow up with the surgeon, it was reported that during a procedure to exchange the lens, the surgeon noted that the iol was not opacified, but there was an opaque liquid between the iol and the capsule. She aspirated the liquid and left the lens implanted. The surgeon does not feel the lens was related to the event. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).